Event description:
Healthcare professional reported left side "hardening of the breast", "capsular contracture baker grade unknown", "small amount of liquid and thickening of the surgical capsule" via MRI report, "a cystic-looking structure surrounded by adhesions of brownish adipose tissue and made of synthetic material measuring 12.5 x 10.0 x 6.0 cm and weighing 392g", "foreign body-type granulomas " and "numerous foci of grouped microcalcifications surrounded by fibrous tissue." Healthcare professional later reported "MRI shows contracture and granuloma of strange body. Late seroma (in investigation for bia-alcl); grade IV capsular contracture; ap of capsule with strange body granulomas, pain and increase of volume. Immuno-histochemical aspects are compatible with fibro adenomatoid breast tissue. Malignancy is absent is this sample. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late, granuloma, calcification.

Event description:
Healthcare professional reported left side "hardening of the breast", "capsular contracture baker grade unknown", "small amount of liquid and thickening of the surgical capsule" via MRI report, "a cystic-looking structure surrounded by adhesions of brownish adipose tissue and made of synthetic material measuring 12.5 x 10.0 x 6.0 cm and weighing 392g", "foreign body-type granulomas " and "numerous foci of grouped microcalcifications surrounded by fibrous tissue." Device has been explanted.